Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. The product will be returned.

Manufacturer narrative:
The insulin pump was received with intermittent button response on all the buttons due to flattened button dome switches (creased). No button error alarm during testing. No unlocked lcd keypad connector during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched display window.